Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that oversensing or double counting was occurring with the right ventricular (rv) lead, causing a decrease in ventricular pacing. No additional information could be obtained after multiple follow-up attempts. The rv lead remains in use. No patient complications have been reported as a result of this event.